Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report skin irritation and allergy to adhesive that occurred on (B)(6) 2016. Patient described skin reaction as red and itchy skin around the sensor insertion site. Sensor was inserted at the arm on (B)(6) 2016. Patient treats the affected area with over the counter (otc) hydrocortisone cream. Patient was seen by his physician on (B)(6) 2015, for the reported skin reaction. Patient was advised to stop using the sensors because the patient was allergic to the adhesive. Patient stated that if dexcom comes out with a hypoallergenic adhesive sensor, patient will start using sensors again. At the time of contact, patient was doing "ok" now. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen).